Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion, and prime tests. The device has a stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. No motion sensor test failure alarm during testing noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's relative reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 142 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.